Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette didn't produce a control (c) line.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified the following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H3 - device evaluated by manufacturer. H6, "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H11, "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette didn't produce a control (c) line.